Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported an issue related to the ventilator's internal battery. The internal battery was not replaced. The customer rejected the estimate. The device was returned unrepaired per the customer's request. Evaluation conclusion: the estimate was rejected and the device returned unrepaired, per customer request.